Event description:
The PICC line was placed in the hospital. Home care facility was notified that the PICC broke at the strain relief. The PICC line was removed without complications. The home care facility suspects user error by parents of the patient.

Manufacturer narrative:
The sample has been received and is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. Additional information has been requested from the reporter. (B)(4)